Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the plastic cover and the c phone tie/distal end could not be determined, however, the issue was likely the result of stress due to user handling/mishandling or external factors. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection. Inspection of endoscope 1. Visually check that there are no major scratches, deformations, loose parts, or other abnormalities on the exterior of the control unit or scope connector. 2. Visually check that there are no bends, twists, bulges, or other abnormalities near the boundary between the oredome part and the insertion part. 3. There are no cracks, dents, bulges, edges, scratches, metal wires protruding from inside, protrusions, sagging, deformation, or bends on the outer surface of the entire length of the insertion tube, including the curved part and tip. Visually check that there are no abnormalities such as adhesion of foreign objects or falling parts. 4. Gently grasp the insertion tube with your hand and slide it along its entire length in both directions, making sure that there are no snags or metal wires protruding from inside around the entire circumference. Also, check by feeling that the insertion site is not abnormally hard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). In addition to the finding in b5, the evaluation found the customer's allegation was confirmed. The evaluation also found the following: due to a pinhole on bending section cover, water tightness was lost. Due to the wear of the forceps control lever, water tightness was lost. The distal end had a scratch. The plastic distal end cover had a scratch. The connecting tube had a scratch. The forceps channel port was shaved. The scope cover had a scratch. The scope connector has a scratch. The universal cord had a scratch. Grip had a scratch. The switch box had a scratch. The adhesive around the light guide lens was peeled. The paint on the scope cylinder is peeled. The air/water cylinder was deformed. The paint on the air/water cylinder was peeled. The forceps elevator knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had a scratch. The image guide protector had a cut. The electrical connector had discoloration due to water leakage. Due to the wear of the angle wire, the play of up/down knob was out of the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The scope cylinder was shaved. The light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the duodenovideoscope insertion tube leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap in the adhesive between the plastic cover and the c-phone tie. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.